Event description:
It was reported by the patient that they experienced a "hard thumping" when lying on back or on left side ever since the device was implanted. Years later, the device was reprogrammed and the patient felt "ok". The patient was upset that it took so long to have the device reprogrammed and they experienced pain for several years. The device has recently been removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.